Event description:
After surgery using this device, the pt suffered endophthalmitis. The cause is not known. Would like this instrument evaluated as a possible cause for this condition. The pt is recovering.note: 8 handles (dp 9701) and 8 I/a tips (dp9704) were returned for evaluation.